Event description:
Pt died following surgery to remove a bladder stone using a pneumatic intracorporal lithotripter. According to a verbal report from the biomed department of the med ctr, the bladder was punctured during the procedure evaluation of the device by manufacturer has identified a minor malfunction in that the solenoid had a slow leak causing the air pressure to slowly decline. There is currently no indication that the minor malfunction of the solenoid was related to the bladder puncture. Investigation is currently on-going. The device will be returned to ems headquaters and an indepth investigation will be done.